Event description:
Patient was being transferred from an electric wheelchair to a dialysis treatment chair using a hoyer power patient lifter. The patient was placed into the sling and hoisted out of the wheelchair. While turning the hoyer lift to position the patient above the dialysis chair, the suspension cradle broke loose from the boom. The patient and the suspension cradle fell to the floor. It was noted that the large bolt had fallen out of the suspension cradle, the thrust washer present on the bolt is split. 911 was called and the pt was transferred to the hospital emergency department.